Event description:
A review was conducted on (B)(6) 2012 between the FDA maude database and the ciba vision complaint management system from (B)(6) 2000 through (B)(6) 2012 which identified 42 voluntary medwatch reports that ciba vision had never become aware of. Redacted maude report: "this is the second pt - first not reported - that I have been in our clinic that has sustained an ocular injury from ciba vision - product called clear care. The pt above has sustained a significant corneal burn using this product as instructed. There is the potential for corneal scarring and loss of vision. Dates of use: once: 2008. Diagnosis or reason for use: contacts. Event abated after use stopped or does reduced? No." This report is for pt #1. Refer to 8020392-2012-00011 for a description of pt #2. No contact information was provided; therefore, follow-up is not possible .

Manufacturer narrative:
(B)(4). The product was not returned for evaluation. However, because the lot number is known, upon completion of the manufacturing investigation, a follow-up medwatch will be filed. (B)(4).